Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in tubing without an alarm was not confirmed and the cause was not identified. During troubleshooting the patient stated that the patient line was full of bubbles. Any air that might have been in the line should have been purged during priming. As a sample is not available for further evaluation and no use error was described that would have allowed air to enter the set, baxter is unable to confirm this issue or establish causality to a disposable issue.

Event description:
A customer contacted baxter's technical service center reporting air in tubing during a check patient line alarm while doing therapy on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to check the line for kinks and bubbles. The cg stated the patient line was full of air bubbles. The tsr assisted with ending therapy. The tsr advised the cg to start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the air in the tubing. Per the pdn, they were aware of the alarm and stated that the home patient (hp) corrected the problem. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.